Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced ongoing elevated blood glucose (bg) levels (value not provided). Reportedly, customer believes bg level was related to diet; however this could not be confirmed. Reportedly, customer required assistance to treat bg level. Bg was addressed via correction bolus. No additional information was available regarding the reported issue.